Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2017; 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis. The patient was treated with antibiotics and the device system will be replaced once the infection has cleared. No further patient complications have been reported as a result of this event.